Event description:
Reporter alleged obtaining discrepant blood glucose values of 86 mg/dl and 49 mg/dl when testing was performed within the same min on the active s system. Reporter stated she was experiencing hypoglycemic symptoms during the time of testing and self treated with a coke. No other actions were reported or treatment received. A request was made for the return of the suspect product and replacement product was sent.